Event description:
It is reported by the patient that their insulin pump has no display and can't read the screen. The patient's blood glucose level is unknown. Trouble shooting was conducted and found physical damage. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.